Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The patient stated that he received an erroneous result when testing with a coaguchek xs meter (serial number unknown). A sample from the patient was tested on the meter and the result was > 4.5 inr. The patient went to the laboratory the next day at an unknown time. A sample from the patient was tested in the laboratory with an unknown method, resulting as 2.5 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive any change to therapy. The patient's therapeutic range is 1.70 - 2.50 inr. When checking the meter memory, there were only three values: 1.8 inr, 2.6 inr, and 5.0 inr. Corresponding retention test strips (297794) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.